Event description:
It was reported that the patient had driveline power fault alarms. A review of the log files revealed constant driveline power faults starting on (B)(6) 2022 at 1704 and continuing for the remainder of the log. The pictures supplied showed a couple areas of rescue tape and kink in the cable on the proximal side of the modular cable. Additional information revealed that the power fault alarm resolved after the modular cable was exchanged. The controller was exchanged as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a driveline power fault alarm can be confirmed based on the events recorded in the provided log files and the investigation findings of the returned modular cable. Log files retrieved from system controller serial number (B)(6) were submitted for review. The event log file contained data recorded from (B)(6) to (B)(6) 2022. The recorded information revealed the system maintained the set speed with no active alarms until september 10 when at 4:46 pm a driveline power fault alarm associated with a power a line being broken became active. The system continued to operate at the set speed with the alarm being active. The periodic log file contained events recorded from (B)(6) to (B)(6) 2022. The recorded data did not add any new information regarding the reported event. The evaluation of the returned modular cable revealed a damaged/severed wire which represents the power a line. Per the additional information, the system controller serial number (B)(6) will not be returned for evaluation. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2022-13966.